Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had a "burr" on the tip and backed out of the patients vein. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer indicated that it felt like there was a burr on the tip of the needle on the 24 and 22 g insyte autoguard bc which was causing the catheter to dislodge from the patient's vessels."

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval yes, d10/d11: concomitant medical products: returned to manufacturer on: 2021-02-08 investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one unit with all its components present. Through the visual examination, the unit revealed no damage. The needle was further inspected and found to have no abnormalities or damage. The needle and catheter tips were graded and found to be acceptable. The lie distance was also measured and found to be within specification. There was no physical/mechanical evidence to confirm or support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had a "burr" on the tip and backed out of the patients vein. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer indicated that it felt like there was a burr on the tip of the needle on the 24 and 22 g insyte autoguard bc which was causing the catheter to dislodge from the patient's vessels."